Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was rejecting the new batteries, rewind process was taking more time than before and customer was experiencing the sounds like it struggles to rewind and prime and insulin pump had no delivery alarms. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.